Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The root cause of the reported issue was traced to a missing lid magnet.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.